Event description:
It was reported that the right atrial lead exhibited an insulation anomaly. The lead was capped and replaced on (B)(6) 2019. There were no patient consequences.

Manufacturer narrative:
The reported event of an insulation breach was confirmed. As received, only the connector portion of the lead was returned in one piece measuring 5.0cm. A full breach degradation of the outer insulation was noted at 4.5cm to 4.6cm from the connector pin. The cause of the reported event was isolated to insulation degradation.